Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a,b,c,d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an electronic order of lipid infusion was sent to the alaris pcu from electronic medical record (emr) epic. The ordered volume to be infused was 12ml and infusion rate was 0.5ml/hr. However, the infusion reportedly ran at 0.6ml/hr. The event occurred in neonatal intensive care unit (nicu) on (B)(6)2023 at around 8:40 pm. There was patient involvement but no harm. The customer requests for a log review to determine if the user manually changed the rate. Preliminary log analysis by bd interoperability consultant revealed that the user pressed the up arrow key prior to pressing the start key. This action increased the rate from 0.5ml/hr. 0.6ml/hr.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 : no devices received, log review only.

Event description:
It was reported that an electronic order of lipid infusion was sent to the alaris pcu from electronic medical record (emr) epic. The ordered volume to be infused was 12ml and infusion rate was 0.5ml/hr. However, the infusion reportedly ran at 0.6ml/hr. The event occurred in neonatal intensive care unit (nicu) on (B)(6) 2023 at around 8:40 pm. There was patient involvement but no harm. The customer requests for a log review to determine if the user manually changed the rate. Preliminary log analysis by bd interoperability consultant revealed that the user pressed the up arrow key prior to pressing the start key. This action increased the rate from 0.5ml/hr. 0.6ml/hr.